Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: d234vrc, implantable cardioverter defibrillator (ICD), implanted: unknown. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The svc (superior vena cava) defibrillation coil, rv (right ventricular) defibrillation coil and the proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system died suddenly. Cause of death was unknown. The patient was not pacemaker dependent. The patient's medical history was significant for dilated non-ischemic cardiomyopathy, ventricular tachycardia (vt) and possible fluid accumulation. There was no allegation from a healthcare provider that death was related to the device system. No autopsy was performed. The family requested more information about the patient's sudden death. However, it was not possible to interrogate the device. The device was returned severely damaged with a deep indent in the device. It was reported that this was potentially induced explant damage as a result of the coroner attempting to turn the device off. It was reported that the device was checked 1 month prior and there were no issues noted and the device was not near elective replacement indicator (eri). No additional details are known.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.